Event description:
It was reported to fresenius medical care that a cannulated patient with av fistula needle noted upon bleeding down the line there as a hole in the product leaking blood. Required needle to be removed. Patient recannulated. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".